Event description:
Boston scientific received information that the patient with this pacemaker reported their heart rate was rising too quickly. Boston scientific technical services (ts) discussed the use and programming of the device's minute ventilation feature. The device was reprogrammed. There were no adverse patient effects. The device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.